Manufacturer narrative:
RMA has not been initiated for this issue. Model m94 pronto serial number/date code unknown is approximately of unknown age. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Consumer alleges that her power chair is having motor issues. Motors were just replaced & they are allegedly speeding up and down on their own. No injury is alleged.